Event description:
A report was received via social media that the patient underwent three lead replacements and one ipg replacement procedure for an unknown reason. Subsequently, the patient underwent an explant procedure which left a lump on her spine.